Event description:
It was reported that while using the bd instrument max clinical 6 false positive results and a negative control failure were obtained by the laboratory personnel. The customer repeated the samples, and negative results were obtained. Erroneous results were not reported out and there was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 2020-10-05. H6: investigation summary: the complaint of "bd sars cov - 2 - fps" was received against the bd max instrument catalog number 441916, serial number (B)(6). Normalization was performed and completed successfully. Empty fill check on both side a and side b was also performed and completed with passing results. Instrument passed qualification and is testing with out errors and was returned to lab for use. The complaint is not confirmed. The root cause is unknown. Parts were returned to bd but were not located during investigation of this complaint. The investigation consisted of a review of the instrument service history, related complaints, previously investigated parts and prior analysis of the log files. No new risks, trends, or hazards were identified. CAPA# 1632720 is under investigation to resolve these issues.

Manufacturer narrative:
Additional 510k number: k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd instrument max clinical 6 false positive results and a negative control failure were obtained by the laboratory personnel. The customer repeated the samples, and negative results were obtained. Erroneous results were not reported out and there was no report of patient impact.